Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report [MDR pr# 8714582] was sent in error. Complaint captured under report [MDR (B)(4)] MFR#1213809-2023-00982. MFR#:1213809-2023-00983 is void as a result.

Event description:
It was reported that the bd 1ml insulin syringe u-100 slip tip with bd precisionglide¿ cannula pulls out. Report 1 of 2. The following information was provided by the initial reporter: I take a medication using syringes (ref 329622) from bd. I received a few of these syringes which had a loose needle, where the needle would come off with the cap when I tried opening it. I lost a dose of medication due to this issue as the needle came off while injecting the medicine.

Event description:
It was reported that the bd 1ml insulin syringe u-100 slip tip with bd precisionglide¿ cannula pulls out. Report 1 of 2. The following information was provided by the initial reporter: I take a medication using syringes (ref 329622) from bd. I received a few of these syringes which had a loose needle, where the needle would come off with the cap when I tried opening it. I lost a dose of medication due to this issue as the needle came off while injecting the medicine.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.